Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) screen has lines and can not be read. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) inspected the unit, and the screen has lines that cannot be read. The issue was resolved by installing a new pcb color video receiver board (d670-00-0736). Completed pm with full calibration, functional testing, and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
.UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).